Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a solution bag falling and disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient was connected at the time of the alarm. This occurred during dwell 2 of 5 of peritoneal dialysis therapy. During troubleshooting, it was determined that the bags fell from an unstable surface, causing a disconnection. The technical service representative (tsr) explained the cause of system error 2240 and advised the care giver (cg) to start over with all new supplies to complete therapy. The tsr assisted the cg in ending therapy and disconnecting hp the proper aseptic way. Cg was to start therapy over with all new supplies. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.